Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported they had a rf ablation for trigeminal myalgia and have since had pain in their face and down their neck. The doctor did not turn stimulation off prior to the procedure and 'the procedure failed, the rf ablation machine shut down. The patient asked if this could be caused by the stimulator. The patient was redirected to their healthcare provider to further address the issue.